Event description:
Additional information was received, it was reported prior to explant the leads had an impedance check and it showed everything was in working order. The representative noted that since the surgical paddle was implanted the patient conveyed their coverage was much better.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2026, product type: lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2026, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient mentioned he is having an MRI done on his lower back because the stimulator is not quite working the way it should be. Pt states he is meeting with hcp on monday to possibly remove the percutaneous leads and implant paddles instead because it is just not working. Pt states they thought maybe there is some migration of the leads. The patient was redirected to their healthcare provider to further address the issue. Pt mentioned the issues have been this way since the beginning. Agent could not clarify an exact date. Additional information was received from a manufacturer representative (rep) stating patient has percutaneous leads implanted with which had a slight migration after his initial implant. The patient is still receiving 80% pain relief but feels that is not as much as he was receiving during his trial. After a discussion with this managing physician, he has decided to pursue surgical leads. As of right now his scs system is still implanted and the only thing that will change will be the leads due to lead migration.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot/serial# (B)(6); implanted: (B)(6) 202; explanted: (B)(6) 2026; product type: lead; product ID 977a260. Lot/serial# (B)(6); implanted: (B)(6) 2025; explanted: (B)(6) 2026; product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 11-jun-2029; UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(6), ubd: 11-jun-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.